Event description:
It was reported that restenosis occurred requiring intervention. This 7.0 x 40mm, 135cm ranger paclitaxel-coated pta balloon catheter was selected for use in a left leg revascularization procedure. The lesion was located in the severely stenosed left common femoral artery including proximal anastomosis of the common femoral to below-knee popliteal vein bypass. An atherectomy device was used to treat the common femoral artery and proximal anastomosis of vein bypass. Then this balloon was used to treat the anastomosis. Approximately five months later, high grade restenosis of the proximal anastomosis was identified. The lesion was again treated with an atherectomy device followed by balloon angioplasty. No further patient complications were noted.